Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was not confirmed via the submitted log files. The reported event of the alarms not being recorded on the system controller or showing on the screen was not confirmed as no product was returned. The submitted log files were reviewed and did not indicate an issue with the controller. Multiple attempts were made to obtain additional information regarding further details of the reported events, if the alarms were provided per patient report, if the controller is recording and displaying alarms appropriately, if the cause of the low voltage alarms is known, if the reported event has resolved, if any equipment was exchanged, and if any product will be returning; however, no additional information has been provided and to date, no product has been received. A root cause for the reported events was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, and heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all alarms on the system controller, including low voltage alarms. This section also explains how to view alarm history on the system controller user interface. Section 2 of the IFU, entitled ¿system operations¿, instruct users not to twist, kink, or sharply bend the system controller power cables. Section 8 of IFU, entitled ¿equipment storage and care¿, addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for a patient having advisory alarms and low voltage alarms that weren't being recorded on the system controller or showing on the screen. The log files captured routine events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.